Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that the pump was submerged in water, and subsequently a malfunction occurred. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.